Manufacturer narrative:
Corrected data: health effect - clinical code updated to reflect movement disorder resulting from ineffective therapy from the dbs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a recent surgery the patients lead had migrated. Surgical intervention took place where the lead was explanted and replaced. Therapy restored.